Manufacturer narrative:
1/27/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the staples were missing. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.